Manufacturer narrative:
July 27, 2015. Consumer returned the unit for eval, failure analysis report pending. Analysis results: 08/07/2015, the handle arrived in used but good condition with charger and brush head included. The handle will turn on, operate and charge on the provided charger. The unit failed the triton qbe test. Internal inspection revealed like new components and a battery voltage of 3.755v. The inspection of the drive-train revealed a loose upper brush head screw. Root cause: (B)(6) 2015, the root cause of the customer's complaint is loose upper brush head screw.

Event description:
On (B)(6) 2015, consumer claims that the unit stripped the enamel off of their teeth.

Manufacturer narrative:
On 07/27/2015 consumer returned the unit for evaluation, failure analysis report pending.

Event description:
On (B)(6) 2015 consumer claims that the unit stripped the enamel off their teeth.